Event description:
Related manufacturer reference number: 2017865-2023-24816. It was reported that the patient presented in clinic for follow-up. Upon review, the atrial and ventricular lead exhibited noise. The leads were explanted and replaced. The patient condition was stable.